Event description:
It was reported that the patient presented in ER after receiving inappropriate therapy and syncope. Device interrogation revealed inappropriate shock for afib with rapid ventricular response. The device was reprogrammed and patient was treated with different dose of medication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.